Event description:
It was reported the patient's l5 drg lead migrated. The issue was confirmed via x-rays. In turn, surgical intervention may take place later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Related manufacturer report number 1627487-2023-02970. Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was explanted and replaced restoring therapy.